Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-3030 cable was plugged in and did not work. A replacement cable was used to complete the procedure. The hosp did not report any pt effects. The product is returning.